Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device discomfort ("discomfort") in an adult female patient who received essure. In (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced medical device discomfort (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (essure removal via salpingectomy on (B)(6) 2017). Essure was withdrawn. At the time of the report, the medical device discomfort outcome was unknown. The reporter provided no causality assessment for medical device discomfort with essure. Company causality comment: this medically confirmed spontaneous case report refers to an adult consumer who had essure (fallopian tube occlusion insert) inserted and she presented discomfort(seen medical device discomfort) and a salpingectomy was performed to remove essure around 5 years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure's insertion an abdominal discomfort due to device may occur. In this particular case, the event occurred after insertion. Considering the event's nature and the compatible temporal relationship the causality cannot be excluded. This case was regarded as incident since a device removal via salpingectomy was required. The product technical analysis and further information has been sought.

Manufacturer narrative:
The reporter provided no causality assessment for no adverse event with essure. The reporter commented: salpingectomy was performed because the patient carries a mutated gene that causes ovarian cancer. The uterine tubes and ovaries were resected, as well as the inserts, which were present in the tubes. Most recent follow-up information incorporated above includes: on 13-mar-2017: the case will be deleted from bayer database because no adverse event was reported. The previous event term "discomfort" was deleted.